Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had database errors. A technical support specialist (tss) identified multiple database errors on the station and replaced the database to prevent further issues. The errors were attributed to the auto logon user account carefusion application failing to authenticate, a condition commonly seen after sudden network or power outages. The customer later reported that the device was not communicating with the server and displayed a black, unresponsive screen, which was resolved after powering the unit off and back on. The printer was reinstalled with the correct driver, and a follow up check found no visible issues. It was most likely determined that the device had been running on depleted battery power, possibly due to a power outlet issue or failure to reconnect to outlet power after a power interruption. The system functioned as intended after the technical support specialist troubleshot the device.